Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d334trg ICD, implanted: (B)(6) 2012, product ID: 6947 lead. Implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the atrial lead dislodged during a medical procedure. Due to scarring the lead was unable to be repositioned or removed. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.